Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. New information was added to d8, g2, h6, h7, h9 and h10. The device history records review for this device could not be performed since the lot number was not provided. Olympus only ships devices that are manufactured according to all applicable procedures and meet final product release criteria. The legal manufacturer performed a replication test using a test scope with a test distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to suction activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an unknown procedure, the distal cap perforated on the pre-determined breaking point although it was properly attached. When retracting the endoscope, a mucosal defect of the angulus fold was caused. The mucosal defect was 1cm by 0.5 cm. Patient identifier (B)(6) is for the cap and mucosal injury. Patient identifier (B)(6) is for the scope (tjf-q190v) and the mucosal injury. This report is for patient (B)(6).